Event description:
The customer reported to olympus the ultrasonic generator displayed an incorrect connection message during an unknown procedure. The customer stated the patient was bleeding while on the exam table. The amount of blood loss the patient sustained is unknown. The procedure was completed using a similar device in another procedure room. The patient did not experience further blood loss and recovered. No additional patient information was provided by the customer.